Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was electively explanted and replaced due to the recent field communication. During the procedure, the physician elected to explant this transvenous coronary sinus lead due to diaphragmatic muscle stimulation/high thresholds. The explanted device was returned to guidant for analysis.